Manufacturer narrative:
The returned set screw was examined. There are indications that the set screws were installed, locked into place, and then removed. However, there was no damage to the thread form and the witness marks indicate the set screw was secured appropriately against the rod. No indications of malfunctions were detected. It is possible the set screw was removed for some type of adjustment to the construct and the surgeon replaced them as prescribed by the device labeling. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a set screw was bent. It was removed from the patient during the same procedure and replaced with another device.